Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Aneurysm, angina and dyspnea are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was provided: the aneurysm was located in the mid segment of the xience stent. The physician reported that the cause of the aneurysm could be either allergy to drug or to polymer or some other unknown factor. The patient was sent to surgery for coronary artery bypass graft (CABG) at a different hospital and details of the surgery were not maintained. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the index procedure date was (B)(6) 2016. The procedure was to treat a de novo lesion in the mid left main artery with mild tortuosity and mild calcification. A 3.5x38mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. On (B)(6) 2016 the patient returned with chest pain and shortness of breath. A coronary angiogram was performed and a severe aneurysm was discovered. The patient was sent to surgery at another hospital and is stable now. Additional information was requested.